Event description:
Minerva not able to seal intraoperatively. (Rep aware). Manufacturer response for device, thermal ablation, endometrial, minerva single sterile disposable handpiece (per site reporter). Unknown-he spoke to surgery.